Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. Since this event is a particular issue, the opinion of the medical expert was requested with the limited information available and stated as following: "the timeline between the index surgery in 2020 and the presentation with infection in 2023 speaks against early postoperative infection". "Although especially c. Acnes can be present for a longer time before symptoms occur, I would like to state that without further information (like sequential x-rays over time), an intraoperative or early postoperative (wound infection) cause is not likely." "Most likely the source is hematogenous (blood borne) infection. There is no information that shows special factors that promoted the event. This event is not device related". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the exact root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported: "patient underwent left primary shoulder replacement on (B)(6) 2020. Patient presented to surgeon in 2023, with a history of a painful left shoulder, and a discharging sinus (left axilla). Swabs grew the bacteria c.acnes. Plan: remove all prosthesis (1st stage) / insert an antibiotic cement spacer; return in several months, when clinical markers indicate infection resolved, and implant a new prosthetic left shoulder joint(2nd stage). Today, all prosthesis removed, discarded. Multiple specimens taken for pathology".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "patient underwent left primary shoulder replacement on (B)(6) 2020. Patient presented to surgeon in 2023, with a history of a painful left shoulder, and a discharging sinus (left axilla). Swabs grew the bacteria c. Acnes. Plan: remove all prosthesis (1st stage) / insert an antibiotic cement spacer; return in several months, when clinical markers indicate infection resolved, and implant a new prosthetic left shoulder joint(2nd stage). Today, all prosthesis removed, discarded. Multiple specimens taken for pathology".